Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset instructions and guided them through the reset process. Following the pump reset, the cgm error code did not reappear, and the caller was able to successfully start their sensor session.